Event description:
It was reported that the customer had issues with filling the reservoirs. The blood glucose reading was 153 mg/dl. The customer stated that, normally, he waited for the plunger to recede and top on the first line. Then he would usually have to pull the plunger back to fill the rest of the reservoir with insulin. However, the customer stated that this time, the plunger kept going back and would not stop. He stated that he had to stop the plunger manually after he noticed drops of insulin coming out. He noted that the leak occurred where the plunger connects with the device. He stated that the used reservoir was discarded, though not used. Advised return of the remaining reservoirs for analysis. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.